Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation, an alert for possible problem with shock circuit was noted. Patient ignored the alert and there has been successful charging after the alert. Patient has performed electrical equipment repair sometimes. Upon reviewing the session records, shorted output stage detection (sosd) alert was noted and there were successful shocks delivered after the alert. There were no egms associated with sosd and the cause of sosd could not be determined. Device was explanted and replaced. Patient's condition was stable.

Manufacturer narrative:
The reported sosd alert was confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and the alert was found to be false. The cause of the false sosd alert could not be determined.